Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for ventricular fibrillation (vf) detection, probable atrial fibrillation (af)/rapid ventricular response in vf zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).